Event description:
It was reported that during a re-do of a lap fundoplication procedure, the device was being used during the case, but it was noted that there was a strange noise being emitted from the instrument. Therefore, as they have done many times before, they took apart and reassembled the instrument. After using and removing the torque wrench to tighten the instrument, it was noted that the active blade had broken off the instrument and was found lying on the scrub nurses table. They had no more of the device on the shelf and had to continue with bi-polar. There were no adverse patient consequence.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.